Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the mildly tortuous and severely calcified vein of the forearm. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, on initial inflation at 20 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.:the device was returned for analysis. It was identified that the returned balloon had a 20mm long longitudinal tear stretching from 4mm proximal of the proximal markerband towards the middle of the balloon material. An examination of the balloon material identified no other issues which could potentially have contributed to this complaint. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and microscopic examination of the tip was completed. No damage or any issues were noted with the tip that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands was completed. There was no burrs or uneven edges observed on the markerbands. No damage or any issues were noted with the markerbands that could have contributed to the complaint incident. No issues were identified during device analysis.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the mildly tortuous and severely calcified vein of the forearm. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, on initial inflation at 20 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.